Event description:
It was reported that on (B)(6) 2011, a (B)(6) female ICU patient died because of an gas embolism resulting from an accidental disconnection of the jugular central venous catheter. The nurse noticed blood in the extension line. The extension was disconnected. The report mentions: "the mechanism of this disconnection of the cvc is potentially linked to insufficient tightening or locking when placing an infusion tubing or its change during the tightening or locking when placing an infusion tubing or its change during the care procedure. So, the question of a material failure as a break or failure of the connection device or connection towards infusion tubing on the central venous line remains open...the disconnection could, therefore, occur as a result of a medical device failure or a human origin..." It seem appropriate to consider the quality of the venous central catheters coming from one of the three lot numbers (zf1090973, zf1091609, or zf1091985). The incriminated cvc was not kept. The details of the product (references and lot numbers) were provided by the ICU professor in (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device will not be returned.